Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to deploy an angio-seal device when the introducer came back with the plug exposed. There was no harm or extra-ordinary measures to the patient. Additional information was received on 6/22/18: an angiographic procedure was being performed. Hemostasis was achieved by manual compression. There was no blood loss due to this event and no complications. There was no difficulty with the arterial access. The patient was discharged as per normal following procedure as per hospital protocol.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One 6fr angio-seal evolution was returned for product evaluation. The device was returned along with the arteriotomy locator. The returned device was subjected to visual analysis. The hemostatic sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. Approximately 3.86" of the tamping tube was exposed from the hemostatic sheath as measured with a sliding gauge. On the exposed tamping tube the entire green tamping marker could be seen exposed. The collagen was observed in a tight ball at the distal end of the compaction tube. The anchor was not present. Additionally, the button was stiff and the suture release button had not been deployed based on the amount of released suture. For functional testing, the button was pressed and no anomalies were noted. From microscopic analysis, there was no observable tear in the suture. The collagen appeared over tamped. Based on the returned device, the complaint could be confirmed for anchor detachment rather than pullout as the anchor was not found attached to the collagen. The tamping tube being exposed past the green compaction marker indicates that the collagen was over tamped which has been known to lead to anchor detachment/deformation and collagen tearing. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.